Event description:
It was reported that on (B)(6) 2012, the patient was implanted with a xience v stent in the mildly tortuous, mildly calcified mid right coronary artery for treatment after presenting with an acute myocardial infarction. During current follow-up with the patient it was noted that she has "beet-red" colored palms described as erythema. An addisons test was completed on the ulnar and radial arteries of the hands. It was noted that a temporary decrease in erythema occurred during the test, but upon release of the arteries the erythema returned. No additional treatment has been performed at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of hypersensitivity/allergic reaction is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.